Event description:
It was reported that the there was a sharp increase in the atrial pace impedance (from 580 ohms to 1,300 ohms) and threshold (from 0.7 v to 3.2 v to not measurable) of the implantable cardioverter defibrillator (ICD) system. There was also a concomitant rise in the right ventricular (rv) threshold (from 0.4 v to 5.0 v to not measurable) and a rise in the pace impedance. A chest x-ray demonstrated that the atrial lead helix was retracted, and the lead had dislodged. The rv lead also appeared to have pulled back from its original position. Additionally, the ICD alerted due to low atrial intrinsic amplitude. The device data showed atrial lead noise and an absence of atrial sensing and capture, along with high impedance and lack of a successful atrial or rv threshold test. Technical services recommended in-clinic review of the atrial and rv leads. This rv lead remains in service.

Event description:
It was reported that the there was a sharp increase in the atrial pace impedance (from 580 ohms to 1,300 ohms) and threshold (from 0.7 v to 3.2 v to not measurable) of the implantable cardioverter defibrillator (ICD) system. There was also a concomitant rise in the right ventricular (rv) threshold (from 0.4 v to 5.0 v to not measurable) and a rise in the pace impedance. A chest x-ray demonstrated that the atrial lead helix was retracted, and the lead had dislodged. The rv lead also appeared to have pulled back from its original position. Additionally, the ICD alerted due to low atrial intrinsic amplitude. The device data showed atrial lead noise and an absence of atrial sensing and capture, along with high impedance and lack of a successful atrial or rv threshold test. Technical services recommended in-clinic review of the atrial and rv leads. This rv lead remains in service. It was additionally reported that the patient underwent lead revision. The physician attempted to remove the rv lead; however, it was stuck in the septum. It was possible to re-advance the helix and the resulting parameters were satisfactory. No additional adverse patient effects were reported.